Event description:
It was reported that the patient was short of breath walking and going to the bathroom. It was also reported that it was questioned if the device was falling below programmed rate. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.